Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device expulsion ('there are two coiled wire segments extending from the tubal remnants into the uterus/ essure in cervix') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, corpus luteum cyst, bleed in luteal cyst and abnormal uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy and bilateral salpingectomies and oophorectomy and endometrial ablation). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, abdominal pain and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, device dislocation, device expulsion and genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage, device expulsion quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 17-jun-2021: mr received. Reporter information, patient's date of birth, event: there are two coiled wire segments extending from the tubal remnants into the uterus/ essure in cervix were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("bleeding") and allergy to metals ("nickel allergy"). The patient was treated with surgery (upcoming surgery to remove implant device). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, abdominal pain, genital haemorrhage and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, device dislocation and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("bleeding") and allergy to metals ("nickel allergy"). The patient was treated with surgery (upcoming surgery to remove implant device). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, abdominal pain, genital haemorrhage and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, device dislocation and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.